Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2002 - the patient underwent an incarcerated umbilical hernia repair with implant of a bard composix kugel patch. On (B)(6) 2012 - the patient underwent an add'l hernia surgery. On (B)(6) 2013 - the patient underwent an add'l hernia surgery. The attorney's report alleges defective mesh, disability, add'l surgery, "pain and suffering"

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.